Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of fracture was confirmed. It was concluded that the cutter came into contact with the dura-guard during use, causing it to fracture. This condition is indicative of the application of excessive side load force during use. If add'l info is received, a supplemental report will be sent. This report is being submitted as part of a retrospective review of previously submitted reports: 1045834-2012-1; 1045834-2012-1-2; 1045834-2012-1-3. (B)(4).

Event description:
Report received from the maude database stating that "an a-crn drill bit broke during the case. Both pieces were recovered and compared to a while drill bit. X-ray taken and read negative". (The medwatch identified the product as an a-crn cutter; however, the batch number provided in the report corresponds to a p-crn cutter. The sales records indicated that this customer purchased p-crn cutters from this batch, so this notification was issued for the p-crn part number 1. It is known that the device was used in surgery. It is unk if injuries or medical intervention occurred. It is unk if there was a delay in surgery. There was no add'l info provided.